Manufacturer narrative:
The field service engineering was unable to duplicate the customer's reported issue. The root cause of the customer's difficulties were not identified. As a precaution, an isi cardiac clinical sales representative was scheduled to attend the next case. As of march 15, 2007, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a mitra valve repair procedure, the customer experienced difficulties in straightening the wrist of an instrument. A regional support specialist attempted to troubleshoot the issue over the phone. Subsequently, the surgeon chose to convert to an open surgical technique to finish the planned procedure. No pt harm was reported. No add'l info was provided.